Manufacturer narrative:
One opened knife sample was received loose in a blister for the report of being dull. The returned sample was visually inspected and was found to be nonconforming with a damaged tip and a damaged cutting edge. Penetration testing could not be performed due to the damaged condition of the sample. No lot number was identified with this reported event therefore, a device history record review could not be conducted. The photos attached to the parent complaint were reviewed by the manufacturing site. The photos are of 9 loose knives within blisters unrelated to the qs file, two photos of a surgical tool and a hand written note. The reported issue of a dull knife could not be confirmed from the photos. The exact root cause could not be determined from the investigation performed. The damage to the returned sample is consistent with damage that can occur when the blade contacts a hard surface such as the protective blade tray when the product is improperly removed or inserted after use, from improper handling or from contact with another instrument during surgery or set-up. The damage seen on the returned complaint sample could have contributed to the customer's reported issue of dull blade. The exact root cause for the damaged knife sample is unknown therefore, specific action with regards to this complaint cannot be taken. All knives are 100% inspected by trained operators using a minimum of 10x magnification during manufacturing. Any nonconformance, such as the damaged tip and damaged cutting edge exhibited on the returned opened sample, is removed from the lot and scrapped. Functional penetration testing is performed and monitored during the finishing process to ensure the sharpness of the product. Complaints are reviewed and monitored at regular intervals for any significant adverse trends. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
A sample is available that has not yet been received at manufacturing for evaluation. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Event description:
A physician reported that a knife was noted to be dull during cataract surgery. No patient impact was reported. Additional information has been requested.